Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem. The event was confirmed by clinician review. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided x-rays by a clinical consultant indicated: "provided x-ray confirms disassociation. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions the reported device was implanted with a metal head which has been identified to be within scope of nc and CAPA. The root cause analyses identified a process related anomaly as to the affected sizes and lots of the metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep submitted a per form. "Patient entered ER complaining of hip pain - surgeon determined revision surgery was necessary" * update on (B)(6)2019, qs: based on the clinician review, "provided x-ray confirms disassociation".

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep submitted a per form. "Patient entered ER complaining of hip pain - surgeon determined revision surgery was necessary."